Event description:
Healthcare professional reported left side rupture. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed broken on the posterior and one opening on the posterior side assessed as surgical damage and missing side assessed as inconclusive. No additional observation. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g3, h6.

Event description:
Healthcare professional reported left side rupture. Device explanted.